Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
The associated complaint product was not returned, a photo was provided which confirmed the stated failure. The part and lot numbers are unknown. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
.